Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was returned for evaluation. During sample evaluation, the outer sheath was found detached from the swivel nut of the distal end of the handle. Therefore, based on the investigation of the sample, the detachment of the outer sheath was determined as the main issue, which led to the incomplete deployment of the stent graft. Based on sample evaluation, no indication for a manufacturing related caused were identified. Based on the information available and the evaluation of the sample a detachment of the outer sheath, which led to partial deployment is confirmed. A definite root cause for the reported event could not be determined based upon the available information. The reported use of the device to treat a popliteal artery aneurysm represents an off-label use. Labeling review: reviewing of the relevant labeling was conducted. The instructions for use was found to sufficiently address the potential risks. Regarding a potential defect prior to use the instructions for use states: "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged, and that the sterile barrier is intact. If damaged, do not use." Regarding preparation the instructions for use states: "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure"; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. Regarding indications for use it states: "for use in the iliac and femoral arteries.¿ it also contains the following precaution: ¿the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.